Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that a leak occurred during intra-aortic balloon (iab) therapy. Blood was noted inside the external extension tubing as well as inside the cs300 intra-aortic balloon pump (iabp) circuit. A new iab was inserted and the iabp was replaced with another to continue therapy. There was no patient harm or adverse event reported. This report is for the iab involved in this event. A separate report has been submitted for the cs300 iabp under mfg report number 2249723-2024-00379.

Manufacturer narrative:
(B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).